Event description:
It was reported that the tear drop labels were missing from bd nano¿ ultra-fine¿ pen needles, 32g x 4mm. The following information was provided by the initial reporter: consumer stated that the tear drop labels had come off of the needles and were in the box with non-patient end needles exposed.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/30/2021. H.6. Investigation: customer returned three open pen needles, returned with their teadrop labels identifying them as 4mm, 32 gauge pen needles from lot 0289901. The tear drop labels feature uniform, clearly defined rings of adhesive that would have allowed the tear drop labels to have adhered to the outer covers. Each label also features the spot where it is lightly welded to the outer cover. There were no unusual markings on the top of the outer cover that might indicate that the part did not adhere properly. There was no observable evidence to show how the parts had separated. The samples provided show that the components of the pen needle received the proper adhesive to stick together. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to replicate or confirm the customer¿s indicated failure of the tear drop label separating from the pen needle prior to use. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tear drop labels were missing from bd nano¿ ultra-fine¿ pen needles, 32g x 4mm. The following information was provided by the initial reporter: consumer stated that the tear drop labels had come off of the needles and were in the box with non-patient end needles exposed.